Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy, the first device was closed on the cystic duct and would not open. The device was manipulated off the duct. The second device fired clips that were not properly formed and the clips were not loading properly in the jaw. A third device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.